Manufacturer narrative:
During procedure, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was stuck in the sleeve so it was not properly deployed. The procedure was completed, and hemostasis was achieved by manual compression for 25 minutes. There was no reported patient injury. The procedure was a diagnostic coronary using a retrograde approach. The deployer was mynx certified. The device was stored and prepped per the instructions for us (IFU) and storage temperature exceeded 25 °c. The device was used with a non-cordis 6f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or pvd / calcium in the vicinity of the puncture site. The stick location was right above the femoral head. The user shuttled down completely. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was engaged or visible. A significant amount of sealant with slight over tamping was stuck to the distal end of the shuttle, in the sleeve. Other procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The sealant sleeve, syringe and procedure sheath were not returned with the device. Per functional analysis, significant resistance was felt when the shuttle down procedure was simulated. It was revealed that the sealant grip tip was exposed to moisture and adhered to the device components which caused the resistance felt. The sealant was submerged in water and loosen from the device components. After the sealant being removed, the shuttle cartridge was advanced without any issue, and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). Per microscopic analysis, the sealant was exposed to blood and the grip tip of the sealant adhered to the device components as received. The tamp locks were also inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1924901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating and adhering to the device components and preventing the advancer tube from engaging to the proximal tamp lock during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
During procedure, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was stuck in the sleeve so it was not properly deployed. The procedure was completed and hemostasis was achieved by manual compression for 25 minutes. There was no reported patient injury. The procedure was a diagnostic coronary using a retrograde approach. The deployer was mynx certified. The device was stored and prepped per the instructions for us (IFU) and storage temperature exceeded 25 °c. Device was used with a non cordis 6f sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or pvd / calcium in the vicinity of the puncture site. Stick location was right above the femoral head. The user shuttled down completely. There was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was engaged or visible. A significant amount of sealant with slight over tamping was stuck to the distal end of the shuttle, in the sleeve. Other procedural details were requested but are unknown, unavailable, or not applicable. The device is expected to be returned for evaluation.